Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: there were multiple call service 056 alarms observed in black box. The data in the total daily dose history was corrupt; therefore, the daily insulin delivery totals were unable to be analyzed. The pump booted up with two beeps, vibration, and a blank display. After a few minutes, the pump displayed ¿sleep error¿. Further testing could not be completed due to the sleep error. It was observed that there was a single component failure on the slave processer. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 300 mg/dl with polyuria and small ketones associated with a call service alarm issue. Reportedly, the patient resumed the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump had emitted a call service (cs 069) alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a call service alarm issue.